Event description:
During coil embolization within the non calcified/tortuous basilar artery aneurysm, the coil detached, when it was outside of the microcatheter (excelsior 1018 / boston) in front of the aneurysm. The physician used a snare to retrieve the coil. Reportedly, there was no resistance when the coil was repositioned/withdrawn within the mc. Several other coils were placed, prior to this event. Continuous flush was maintained within the mc. The coil was in the mc when the mc was being repositioned. There was no adverse consequence to this patient. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.